Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 824841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia, cervicitis, adenomyosis and heavy periods. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2007 to (B)(6) 2008 for contraception. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient's most symptoms decreased (unspecified). Two curls noted at the placement of each. Diagnostic results: (B)(6) 2007, operation performed : essure tubal ligation procedure. Procedure using a 7-mm hysteroscope, the tubal ostia were identified and an essure coil placed in each tuberosity to the appropriate length. Two curls noted at the placement of each. (B)(6) 2017, findings: slightly enlarged uterus, globular in shape. Normal adnexa bilaterally. Normal bladder with urinary flow seen from both ureteral orifices during the cystoscopy. Essure coils were noted in the cornua bilaterally at the end of the procedure. Weight of uterus = 160.3 grams. Findings: anteverted uterus 10 cm. Bilateral essure coils seen in the cornua of the uterus at the end of the case. (B)(6) 2017, surgical pathology report; final pathologic diagnosis: acute and chronic cervicitis with squamous. Metaplasia. Benign secretory phase endometrium. Adenomyosis. Unremarkable fallopian tubes. Specimen: uterus/cervix, fallopian tubes, hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhoea, device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 824841-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia, cervicitis, adenomyosis and heavy periods. Concomitant products included medroxyprogesterone (depo provera) from december 2007 to march 2008 for contraception. In december 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient's most symptoms decreased (unspecified). Two curls noted at the placement of each. Diagnostic results: (B)(6)2007, operation performed : essure tubal ligation procedure. Procedure using a 7-mm hysteroscope, the tubal ostia were identified and an essure coil placed in each tuberosity to the appropriate length. Two curls noted at the placement of each. (B)(6)2017, findings: slightly enlarged uterus, globular in shape. Normal adnexa bilaterally. Normal bladder with urinary flow seen from both ureteral orifices during the cystoscopy. Essure coils were noted in the cornua bilaterally at the end of the procedure. Weight of uterus = 160.3 grams. Findings: anteverted uterus 10 cm. Bilateral essure coils seen in the cornua of the uterus at the end of the case . (B)(6)2017, surgical pathology report; final pathologic diagnosis: -acute and chronic cervicitis with squamous metaplasia -benign secretory phase endometrium - adenomyosis -unremarkable fallopian tubes specimen: uterus/cervix, fallopian tubes, hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 824841-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia, cervicitis, adenomyosis, heavy periods and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2007 to (B)(6)2008 for contraception. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder and neurological conditions or problems: fibromyalgia"), rash ("rashes or skin conditions type: rashes in stomach"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's most symptoms decreased (unspecified). Two curls noted at the placement of each. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. (B)(6)2007, operation performed : essure tubal ligation procedure. Procedure using a 7-mm hysteroscope, the tubal ostia were identified and an essure coil placed in each tuberosity to the appropriate length. Two curls noted at the placement of each. (B)(6)2017, findings: slightly enlarged uterus, globular in shape. Normal adnexa bilaterally. Normal bladder with urinary flow seen from both ureteral orifices during the cystoscopy. Essure coils were noted in the cornua bilaterally at the end of the procedure. Weight of uterus = 160.3 grams. Findings: anteverted uterus 10 cm. Bilateral essure coils seen in the cornua of the uterus at the end of the case . (B)(6)2017, surgical pathology report; final pathologic diagnosis: acute and chronic cervicitis with squamous metaplasia. Benign secretory phase endometrium. Adenomyosis. Unremarkable fallopian tubes. Specimen: uterus/cervix, fallopian tubes, hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Following event: hormonal changes describe: mood swing, abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder and neurological conditions or problems: fibromyalgia, rashes or skin conditions type: rashes in stomach, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she was forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.